Event description:
Pt was told to stop his warfarin on (B)(6) 2013 because his inr (via venipuncture and our hospital laboratory testing) was 7.0. Two days later ((B)(6) 2013), in our anticoagulation clinic, he was checked using the alere inratio meter at 09:40 and his inr was reported as 3.2. He was not re-started on warfarin because he was bring prepared for an upcoming surgery. Later that days he developed gross hematuria x 3 hours and went to the ed. The ed repeated his inr (via venipuncture, and again processed by our hospital lab) at 14:47. His inr was reported as 6.3. We are reporting a substantial discrepancy between two inr determinations, approx five hours apart, which warfarin being held for two days prior to this date. Dates of use: 6 months. Diagnosis or reason for use: point-of-care inr meter used in our anticoagulation clinic. Pt was first referred and seen in our clinic on (B)(6) 2010. Over these two years's time his inr. During this two year period the pt has required stepwise reductions from 70mg/week down to 52.5mg/week.